Manufacturer narrative:
(B)(4). The reported product code: w1620/ethilon suture, does not correspond to the reported lot number: mmq316. The lot is unknown. Attempts were made to obtain information, no response has been received to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw # 2210968-2019-90327, 2210968-2019-90328, and 2210968-2019-90330.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported" thread snapped during use on 4 sutures." Please clarify the number of devices that were involved during this single procedure? Name of procedure? Device return status/follow? Note: events reported via mw # 2210968-2019-90327, 2210968-2019-90328, 2210968-2019-90330.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture snapped during use. There were no adverse patient consequences reported.